Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided. Per review of the medical record, the investigation is inconclusive for malposition of device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device. This information was received from one source. This malfunction involved one patient with no consequences. The weight and age of female patient was not provided.